Event description:
The customer reported that the device unexpectedly shutdown and then failed to power up.

Manufacturer narrative:
(B)(4): the customer reported that the device unexpectedly shutdown and then failed to power up. The unit was evaluated at philips. The symptom could not be duplicated but was verified in the data management file under the (B)(4) 2010 events. The battery was found to be over two years old. The customer ordered a replacement battery. The battery was not evaluated at philips. We cannot determine the cause since we could not duplicate the symptom.